Manufacturer narrative:
Sjm could not evaluate the aso involved in this incident since it was not returned to us. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause for the reported event remains unknown.

Event description:
The 34mm amplatzer septal occluder (aso) embolized the day after implant. The aso was surgically removed and the defect was closed. The patient status was reported to be good.